Event description:
It was reported the "system disconnected" per the clinician may have been the pcu not connecting, a system error or an alarm, but could not recall entirely. She stated it happened to her a handful of times, she sent the devices to biomed and the issue stopped happening. This was generalized feedback, no patient harm, no further information available, no devices available for investigation.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.